Event description:
She had an endometrial ablation nine years ago for heavy bleeding. Following the ablation she had light bleeding for three months and then no bleeding for nine years. Then she began spotting. The bleeding became heavier. Hysterectomy was recommended. The bleeding continued to increase becoming heavy flow with large blood clots. She underwent a d and c and resection of a calcified fibroid. The bleeding became even heavier following those procedure. She was given 200mg of prometrium.